Manufacturer narrative:
(B)(4). Date sent: 08/26/2020. Per photographic evaluation: upon visual inspection of six photos, the following was observed: the first photo shows a detached anvil and the washer can be seen totally cut. The second photo shows an anvil on the fingers of user with an anvil half washer. In addition, the half washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The third and four photos show a casing half washer on the hands of the user. The fifth photo shows a deice from guide face with body fluids on the pockets. The six photo shows a device from top view with the anvil detached and casing half washer on the table was observed. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date no device has been received.

Manufacturer narrative:
(B)(4) date sent: 10/08/2020 d4: batch # t5cm0t device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, during firing sequence, surgeon anticipate to feel and hear the washer breaking but did not feel any tactile or audible washer breakage. Tried a few more times to squeeze the handle but did not feel any tactile or audible feedback. Finally proceed to open the device and inspect the anastomosis. Found that the anastomosis was done, and staple line was intact. Inspected the anvil and device for complete donut, donut complete. Also did a jacuzzi test and found no leaks. Was no delay, no fragments generated, and the procedure was successfully completed. Rep was not present. Patient is in stable condition and no complications reported.